Event description:
Patient's legal counsel reported patient underwent left total hip arthroplasty on (B)(6) 2007. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2011 due to patient allegations of pain and loosening of the acetabular component. The patient underwent another revision on (B)(6) 2013 due to patient allegation of dislocation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient operative (op) notes dated (B)(4) 2011 reports patient was revised due to pain, component loosening, and evidence of metal wear. Revision op report notes bulging synovium; metal wear with debris; and a vertical, anteverted, and loosened cup. The cup, modular head, and taper insert were removed and replaced. Additional information received in patient op notes dated (B)(4) 2013 reports patient was revised due to dislocation. Revision op report notes the presence of scoring on ceramic head but no gross ceramic debris. The cup, head, and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it says: "intraoperative or postoperative bone fracture and/or postoperative pain." & "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." & "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2015-00283 / -00285 & -00302).